Event description:
Customer reported that the insulin was not exiting the tubing during the manual prime. Performed the displacement test, test failed piston did not moved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor anomaly.